Event description:
The device was connected to a pt with an unspecified but reported non-shockable cardiac arrhythmia. Reportedly, the device spontaneously shut off 4 different times during the use. The operator would turn the device back on each time and contributed to use the device. Pt outcome was not reported, but the operator indicated pt outcome was not affected, due to continued device use.